Event description:
It was reported by the user facility that during treatment, the machine alarmed for a blood leak. The leak was internal, visible, and contained within the dialyzer. Blood test strips were positive. The blood flow rate was 450 ml/minute; the dialysate flow rate was 700ml/minute. Estimated blood loss was 280 mls. No adverse effects to the patient. Sample is available for return.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.